Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had an isolated episode of non-sustained right ventricular oversensing. Upon interrogation, it was noted that this was a result of loss of capture. The patient's lab work was "extremely" out of range requiring dialysis. Since that event, there has not been any reproduced loss of capture. The patient had no consequences.